Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the observed failure is a known phenomenon likely resulting from forcing the device through resistance and/or angulation of the needle. A definitive root cause cannot be identified. Page 13 of the device instructions for use (IFU) (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, d10, g4, g7, h2, h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The customer returned two sealed devices and the ejected laser cut hypotube from the failed device. Inspection of the detached laser cut hypotube noted deformation from as manufactured condition. It is not known if the damage was incurred as a result of the malfunction or during retrieval. No damage was noted on the outside surface of the part. A 0.025 inch pin gage was placed through the hypotube to confirm there are no obstructions. The remainder of the failed device was not returned to olympus for evaluation. For this reason a definitive root cause could not be determined. Investigators were unable to replicate the reported phenomenon during testing using the two returned samples. Damage to the na-u403sx-4019 may result if the device is inserted while the bronchoscope is angulated. Per IFU (instruction for use) the user manual states: do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument". Furthermore if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received at the manufacturer for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an endobronchial ultrasound bronchoscopy (ebus-tbna) procedure, lymph node 11ri from the middle lobe bronchus, during insertion of the aspiration needle, extension with increased resistance due to the narrow conditions after punctured, the tip of the needle catheter was found deformed. Video bronchoscopy shows a metal part, which is normally at the tip of the needle catheter, exposed in the basal lower lobe bronchi on the right was recovered from the patient using pliers. Procedure was prolonged for approximately 10 minutes with patient under anesthesia. Intended procedure was completed successfully with no patient injury or harm reported. No user injury reported.